Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. When the cable was shaken, noise was generated and the image blacked out. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the image was blacked out by partial break of the cable. The break of cable might be due to user's handling.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, the image blacked out. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s190.